Event description:
It was reported that a volume discrepancy was noted; there was less volume than expected and the volume discrepancy is greater than 25%. The expected reservoir volume was 7.5 ml ml while the actual reservoir volume was 38 ml ml. It is unk if troubleshooting was performed or if the pt experienced any symptoms. The pump contained baclofen. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
The pump analysis revealed that the pump dispensed normally. No unusual finding were in the pump logs. No anomalies found; normal device function. The catheter segments were also returned as follows: 67 cm sutureless connector assembly and the pin connector and a .5 cm segment. The catheter was initially occluded with dried drug. The 67 cm segment was cut several times to determine the general area of the occlusion. The occlusion was broken up during decontamination with a bleach solution. A circular indentation was noted in the bottom of the cup consistent with the inner diameter of the tip of the outlet port of the pump. All of the indentation was located in the silicone material of the cup of the sutureless connector which seemed to indicate that the connection between the sutureless connector and the pump outlet port may have been occluded. Final catheter analysis revealed pump connector anomaly - possible occlusion at the sc connector.

Manufacturer narrative:
(B)(4). It was also reported that at another refill, the erv was 3.0 ml while the arv was 36.0 ml. The pt experienced increased spasticity. The pump was explanted and replaced. The pt had "non-serious injury." Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Coding was updated to comply with current coding conventions, obsolete codes were removed.

Event description:
Additional information received reported a pump problem and catheter complications. The patient¿s previous pump malfunctioned and was nonfunctional in 2007 and was replaced. The healthcare professional (hcp) stated that the catheter was ¿probably punctured in the proximal section so that was replaced as well.¿ the patient never had significant clinical response from the intrathecal baclofen. Volume discrepancy was noted at refills which the hcp said suggested a non-functional pump. No anatomical problems with the catheter were identified by x-ray. The pump was used to infuse lioresal (baclofen).